Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm that occured during use of intra aortic balloon pump. User stated that they attempted to manipulate the catheter and there was no alarm for some time but later it started again. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.